Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. Additional product codes hwc, hrs. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No phone number or city available for reporter. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in the (B)(6) as follows: it was reported that the instrument tray was opened for a case. During assembly of the necessary devices, the scrub nurse accidentally attached the aiming arm incorrectly thus causing the instrument to be unusable. The aiming arm and the bolt broke during the intraoperative assembly. All fragments were removed from the patient. The team reverted to using their back up system to complete the procedure. A 40 minute surgical delay was reported. No patient harm reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part: 03.231.004, lot: 9405984: manufacturing site: haegendorf, release to warehouse date: 22. Apr. 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was performed. The evaluation has shown that the coupling bolt of the aiming arm is completely seized in the locking bolt. It looks like the coupling bolt was screwed into the locking bolt till the end/run-out of the locking bolt thread was reached and then was tightened into the thread run-out which finally caused the seizing. No breakage could be detected at the received devices. The slot of the positioning bolt of the aiming arm is damaged, most likely caused by forcible disassembling attempts. The root cause of this occurrence is use related, as illustrated in the va-lcp condylar plate 4.5/5.0 surgical technique is the aiming arm attached to the slotted part of the insertion handle and not to the locking bolt. The locking bolt is only used to attach the insertion handle to the plate and not to fix the aiming arm. This use error is also confirmed in the complaint description, where is it mentioned that the aiming arm accidentally attached incorrectly. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.